Manufacturer narrative:
Investigation summary: cubby made six attempts to obtain additional information, pictures and return product for inspection. No further information was able to be obtained. There is no indication that the product was received damaged. Based on the information provided by the customer, the safety sheets were performing as intended until the child intentionally manipulated the zipper causing separation. The device's labeling and assembly instructions (cubby safety bed user manual, lbl-0002, rev a) were examined to ensure they appropriately guide the use and care of the safety sheets and adequately warn of the consequences of improper assembly and usage. The user manual includes a warning for possible entrapment due to failure to use the safety sheets and to ensure safety sheets are completely zipped and locked in place, and instructs assembler to secure the sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing it, and a warning "do not use the product without the safety sheet zipped and locked in place. Do not use regular fitted sheets." Reporter confirmed that no injury or adverse effects resulted from this event. Root cause: based on the review of available data the underlying root cause is unable to be determined conclusively at this time. The information gathered during the investigation indicates the immediate cause of the safety sheet zipper separation was the pinching and rolling of the safety sheet zipper by the son. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Father reported that their child was able to separate the canopy-safety sheet zipper and then elope from the cubby bed. "My son has figured out that just rolling the zipper that is the bed cover, it will come apart and he will slide under the bed." His son is getting past the safety sheet. He will pinch and roll the zipper until the zipper teeth separate. His son was stuck in between bars of (mattress) slats in this case, but he also has slipped out of the bed past the mattress after getting the zipper separated. Reporter confirmed that no injury or adverse effects resulted from the event.